Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's daughter reported via phone call that they were hospitalized due to diabetic ketoacidosis. Customer was in hospital at the time of incident. The blood glucose was unknown. The insulin pump was not delivering insulin at the time of incident. The insulin pump will not be returned for analysis.